Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of up to 350 mg/dl for the past 2 months when the insulin cartridge is almost empty. She bolused through the infusion device and was unable to lower her blood glucose. She changed the insulin cartridge and her blood glucose decreased. She gave an example: in the morning, her blood glucose measured 170 mg/dl, the insulin cartridge was almost empty. Her normal blood glucose range is 100-140 mg/dl. She bolused 5 units of insulin. Two hours later, her blood glucose measured 250 mg/dl and she bolused 4 units of insulin and ate a cup of soup and her blood glucose increased to 350 mg/dl. She changed the accessories and bolused to lower her blood glucose. She stated, she changes the cartridge every 10-12 days. The patient did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.